Manufacturer narrative:
The device was returned. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted when the device door was opened. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.